Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. When the patient had the ins put in it worked well but then she was urinating on her self for 3-4 months. A mesh was removed in (B)(6) 2011 and replaced with a graph. When that was put in she was experiencing pain in the bowels. When she stepped on her right foot when going to the bathroom " it felt like someone was cutting me down there". The patient was seeing a therapy hcp (healthcare provider) and that helped with the pain. It was also noted: "getting needles in her ankles" (ptns) [percutaneous tibial nerve stimulation ]. The patient had been working with her hcp and they have her doing kegels. The patient was doing better with her symptoms. It was also reported that the patient was getting a new primary healthcare provider. The patient was being helped with her arthritis. The patient's physical therapist had helped her with kegels and had gotten the pain to go away. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v643874, implanted: 2011 (B)(6); product type lead. (B)(4).